Event description:
On 9/16/96 the pt had an intra-aortic balloon inserted following a cardiac arrest. On 9/21/96 a "swooshing" sound was heard at the femoral insertion site and blood was observed in the tubing of the intra-aortic balloon catheter. The catheter was removed and a new one was inserted. The pt expired six hours later during another cardiac arrest.